Event description:
Same case as MFR report #: 2134265-2009-01158, -01159. Same pt as MFR report #: 2134265-2008-02709, 02710, 02711. Surveillance study. It was reported that 195 days following a coronary artery drug eluting stenting treatment procedure, the pt had a reintervention and on day 203 developed in-stent restenosis. The index procedure treated two target lesions. Target lesion one was in the 70% stenosed, 3.5x12mm proximal lad (left anterior descending). Target lesion one was treated with a 3.5x12mm taxus express2 stent. Target lesion two was in the 90% stenosed, 3.0x20mm distal lad. Target lesion two was treated with placement of two taxus express2 stents (2.5x24mm and 3.0x20mm) and post dilation with a 2.75x21mm balloon. Intravascular ultrasound was performed with a good result. The pt underwent a target vessel reintervention 195 days following the index procedure. Re-intervention for the 90% stenosis of the proximal lad. Treatment consisted of placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. The pt developed restenosis 203 days following the index procedure. Coronary angiography showed 76% stenosis of the proximal lad and 3% stenosis of the distal lad. It is unk if an intervention was performed. The pt was discharged after four days. The nine month and one year study follow ups reported no problems.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.